Event description:
A biomed requested a log review for a reported under-infusion. The nurse reported that a pt may have been receiving an under-infusion and not what was ordered of a vasopressor (possibly levophed) from (B)(6) 2012. She stated that on (B)(6) 2012, she noticed that the pt's weight had been entered into the pump as 8 kg, however, the pt's weight was reportedly 80 kg. The nurse needs to know when the pt's weight was changed or if it was originally programmed incorrectly. The nurse reported that the md was notified and did not make any changes to the current drip rates. The device was changed out and the pump that was in use was sequestered. There was no report of pt harm and medical intervention was not required. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested an event log review. The event logs have been received and the data set has been requested. A follow up report will be submitted once the investigation has been completed.